Manufacturer narrative:
A supplemental report is being submitted for correction and update to the investigation. Correction b2: outcome attributed to adverse event was corrected to include intervention required. Correction b5: event description was corrected to include the additional patient signs/symptoms and clinical actions. Correction b6: laboratory data was added. Correction h6: patient ime code and imf code were updated. Product event summary: product event summary: the pump ((B)(6)) and the controller ((B)(6)) were not returned for evaluation. Six (6) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6), as well as a premature power switching event due to a communication error involving (B)(6). Analysis of the data log file also revealed momentary disconnections that did not lead to premature power switching events involving (B)(6). A momentary disconnection will result in an audible tone or "beep." Analysis of the alarm log file did not reveal any power disconnect alarms; however, review of the data log file revealed multiple instances involving (B)(6) where the batteries' relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors and likely corresponds with the reported power disconnect alarm event. Analysis of the alarm log file also revealed critical battery alarms due to communication errors involving (B)(6). Additionally, log file analysis revealed that 16 controller power-up events were logged between (B)(6) 2020, indicating losses of power to the controller. Multiple momentary disconnections were recorded leading up to several of the losses of power. During each loss of power, the controller was without power for 12 seconds, 10 seconds, 13 seconds, 12 seconds, a maximum of 35 seconds, 10 seconds, 43 seconds, 12 seconds, 8 seconds, a maximum of 5 minutes and 25 seconds, 11 seconds, a maximum of 12 minutes and 19 seconds, 12 seconds, 8 seconds, 19 seconds, and a maximum of 12 minutes and 32 seconds. Review of the controller log files also revealed consistent increases in power consumption to parameters above normal operating range within the analyzed period. While no high watt alarms were logged within the analyzed period, 9 low flow alarms were logged since 18/may/2020. As a result, the reported power switching, beeping, critical battery alarm, communication error, controller loss of power, and high power events were confirmed; however, the high watt alarm event was not confirmed. There is no evidence that the lubrication servicing had been performed on the reported batteries. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the most likely root cause of the reported beeping can be attributed to momentary disconnections between the controller and batteries. CAPA pr00389403 investigated momentary disconnections. . Even though this CAPA is closed, (B)(6) and the batteries fall within the bounds of this CAPA. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on the risk documentation, possible causes of the reported high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Information received from the site indicated the patient was admitted to the hospital for low flow alarms due to high blood pressure and fluid overload. The patient was treated with diuretics and the patient¿s blood pressure medications were adjusted. The site stated the hypertension and fluid overload were potential causes for the possible thrombus developing. The patient did not show signs and symptoms of hemolysis and the lactate dehydrogenase (ldh) and the international normalized ratio (inr) were within normal range. The site will continue to monitor the patient closely. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, device thrombus and hypertension are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of similar clinical adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: (B)(6)h6: patient ime code(s): e0304, e2320, e0514 h6: imf code(s): f08, f1203, f2303 (B)(6) h6: patient ime code(s): e0304, e2320, e0514 h6: imf code(s): f08, f1203, f2303 (B)(6) h6: patient ime code(s): e0304, e2320, e0514 h6: imf code(s): f08, f1203, f2303 (B)(6) h6: patient ime code(s): e0304, e2320, e0514 h6: imf code(s): f08, f1203, f2303 (B)(6) h6: patient ime code(s): e0304, e2320, e0514 h6: imf code(s): f08, f1203, f2303 (B)(6) h6: patient ime code(s): e0304, e2320, e0514 h6: imf code(s): f08, f1203, f2303 (B)(6) h6: patient ime code(s): e0304, e2320, e0514 h6: imf code(s): f08, f1203, f2303 this regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was having low flow alarms along with the critical battery alarms and power disconnect alarms. The patient was admitted to the hospital for low flow alarms due to high blood pressure and fluid overload. The patient was treated with diuretics and the patient¿s blood pressure medications were adjusted. The site stated the hypertension, fluid overload, and critical battery alarms with the vad stops were potential causes for the possible thrombus developing and high watt alarms. The site will continue to monitor the patient closely.

Manufacturer narrative:
This supplemental is based solely on the receipt of a 3500a report. Section f has been updated to reflect that report. F1 user facility f2 uf/importer report number: (B)(4) f3 user facility name/address: (B)(6) f4 contact person: (B)(6) f5 phone number: (B)(6) f6 date user facility became aware of the event: n/a f7 type of report: initial f8 date of this report: (B)(6)2020 f9 approximate age of device:n/a f10 event problem codes: n/a f11 report sent to FDA: n/a f12 location where event occurred: outpatient treatment facility f13 report sent to manufacturer: yes f14 manufacturer name and address MFR. Name: heartware inc addl: : (B)(6) state: (B)(6) zip: (B)(6) investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and the controller were not returned for evaluation. Six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving six batteries, as well as a premature power switching event due to a communication error involving one battery. Analysis of the data log file also revealed momentary disconnections that did not lead to premature power switching events involving all six batteries. A momentary disconnection will result in an audible tone or "beep." Analysis of the alarm log file did not reveal any power disconnect alarms; however, review of the data log file revealed multiple instances involving five batteries where the batteries' relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors and likely corresponds with the reported power disconnect alarm event. Analysis of the alarm log file also revealed critical battery alarms due to communication errors involving four batteries. Additionally, log file analysis revealed that 16 controller power-up events were logged between on (B)(6) 2020, indicating losses of power to the controller. Multiple momentary disconnections were recorded leading up to several of the losses of power. During each loss of power, the controller was without power for 12 seconds, 10 seconds, 13 seconds, 12 seconds, a maximum of 35 seconds, 10 seconds, 43 seconds, 12 seconds, 8 seconds, a maximum of 5 minutes and 25 seconds, 11 seconds, a maximum of 12 minutes and 19 seconds, 12 seconds, 8 seconds, 19 seconds, and a maximum of 12 minutes and 32 seconds. Review of the controller log files also revealed consistent increases in power consumption to parameters above normal operating range within the analyzed period. While no high watt alarms were logged within the analyzed period, 9 low flow alarms were logged since on (B)(6) 2020. As a result, the reported power switching, beeping, critical battery alarm, communication error, controller loss of power, and high power events were confirmed; however, the high watt alarm event was not confirmed. There is no evidence that the lubrication servicing had been performed on the reported batteries. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the most likely root cause of the reported beeping can be attributed to momentary disconnections between the controller and batteries. CAPA: pr00389403 investigated momentary disconnections. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and / or to an intermittent disconnection on one or both power sources. Based on the risk documentation, possible causes of the reported high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation / ingestion, inappropriate pump rotational speed, and / or patient related factors. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula / outflow graft, constriction at the outflow graft, poor vad filling, and / or inappropriate pump rotational speed. Per the hvad instructions for use, device thrombus is a known potential complication associated with the implantation of an hvad pump. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: con405480; h3: yes; h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307, 4315 bat812407; d10: yes, return date: 13-jul-2020; h3: yes dev rtn to MFR? Yes; h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 bat812386; d10: yes, return date: 13-jul-2020; h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 bat812318; d10: yes, return date: 13-jul-2020; h3: yes dev rtn to MFR? Yes; h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 bat812321; d10: yes, return date: 13-jul-2020; h3: yes dev rtn to MFR? Yes; h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 bat812387; d10: yes, return date: 13-jul-2020; h3: yes dev rtn to MFR? Yes; h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 bat812315; d10: yes, return date: 13-jul-2020; h3: yes dev rtn to MFR? Yes; h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2020 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 22-aug-2019. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2020 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 22-aug-2019. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2020 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 22-aug-2019 .labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2020 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 22-aug-2019. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2020 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 21-aug-2019. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2020 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 22-aug-2019. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2020 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 21-aug-2019. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five batteries exhibited erroneous critical battery alarms along with ventricular assist device (vad) stops. Three batteries exhibited power disconnect alarms which was indicative of a communication error. The controller exhibited multiple unexpected power loss events. When the batteries were connected to the controller there was beeping noted at times and a power switching was suspected on the controller and the batteries. The vad exhibited high power which was attributed to a high watt alarm. The vad power consumption was above the normal range. The patient did not show signs and symptoms of hemolysis and the lactate dehydrogenase (ldh) and the international normalized ratio (inr) were within the normal range. It was also reported that all these events were considered causes of a potential reason for a possible thrombus. The batteries were replaced, the controller and the vad remains in use. No further patient complications have been reported as a result of this event.